Event description:
This patient had bilateral subcutaneous mastectomy for fibrocystic disease with placement of silicone breast implants. During the last three to four years she has developed upper chest and arm pain, fatigue, loss of short-term memory and shortness of breath upon exertion. The patient had a bilateral periprosthetic capsulectomy with removal of th eimplants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.